Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms in the bipolar configuration on the right ventricular (rv) lead. Additionally, the rv lead exhibited loss of capture (loc), a rise in high capture thresholds, and loss of sensing. As a result, this system was programmed to the unipolar configuration. No adverse patient effects were reported. This crt-p remains in service.